Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not tracking atrial rates on atrial tachycardia/atrial fibrillation (at/af) episodes up to the upper tracking rate. It was further reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing. Reprogramming is planned. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.